Manufacturer narrative:
(B)(4) was received from the facility and was attached to this report. Samples from the same lot number were received from the customer. The samples were tested for adhesion and met product specifications. Customer reported it was unknown if anything such as patient movement contributed to the event. The arterial needle was also secured with micropore plus tape and remained intact. Customer reported no other patients experienced issues with tape adhesion..

Event description:
An outpatient dialysis clinic reported that a (B)(6) y/o male patient experienced blood loss and was unresponsive following dislodgement of his venous access hemodialysis needle. The patient was placed in trendelenburg position, pressure was applied over the venous access site, arterial blood was returned and oxygen and saline were administered. The needle was reportedly secured with micropore plus paper tape. The arterial access needle was also secured with micropore plus paper tape and remained intact. The patient was transported to the hospital and was admitted. He was discharged from the hospital eight days following the event and has returned to the outpatient clinic for his dialysis treatments.